Event description:
The event involved a 6" (15cm) appx 0.33ml, smallbore bifuse ext set w/2 microclave¿ clear, 3 clamps, rotating luer where the customer reported while the patient was being administered cisplatin, the drug began to leak from the rear luer connector on the extension tube connected to the catheter. The customer stated that the spill protocol was activated immediately. It was also reported that the silicone had shrunk, but no problems were detected when connecting it. Only after disconnecting the medication flowing through that tube did the serum flowing through the other tube begin to flow back through it. There was a delay in therapy, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Manufacturer narrative:
One used sample 6" (15cm) appx 0.33ml, smallbore bifuse ext set w/2 microclave¿ clear, 3 clamps, rotating luer was received for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection no visual damages or anomalies were observed. Upon functional testing each seal was activated, and no stick downs were observed. The samples were tested & primed at gravity pressure with no issues. The samples were pressure leak tested at 25psi with no leaks observed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of a leak could be confirmed from the photo provided; however, a leak could not be duplicated during testing. The probable cause of the leak is unknown. D9 - date returned to mfg.: 11/24/2025.